Event description:
It was reported during an in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Programming changes were successfully completed. The patient was stable and asymptomatic.